Event description:
New information received states that the lead was capped and replaced on 22 august 2017. No further information is available.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, an alert for high voltage lead impedance on the atrial lead was observed. Upon interrogation in the clinic, an alert for high, out of range, high voltage lead impedance was confirmed and high capture threshold was also noted. Lead revision was recommended to the patient. The patient was stable and being monitored. No further information is available.